Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
Customer's mother called to report having her son having elevated blood glucose levels (bg) while wearing this pod. Her son's bg ranged between 214-374 mg/dl before removing the pod. Upon removal, the customer's mother believed the cannula was kinked. They were able to activated a new pod. No further issues were identified.